Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins didn't work. The patient said "they that" went to the hospital last year, and turned the ins off, and when they left the hospital they went to turn the ins on and it wouldn't work. The patient said they were also unable to charge the ins. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the battery needed to be replaced as it is 9 years old. The patient stated they were going to have the battery replaced but couldn't afford to have it replaced as they were on (B)(6) from a work accident.